Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered on and in two (2) amia cassettes. The pm was further described as, ¿one cassette has something on the tubes and one cassette has something under the cap on the patient line¿. The pm was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye and magnification noted an embedded (gel) particulate matter (pm) in the wall of the solution line tubing on one (1) sample. The particulate was tiny round, fully encapsulated and black/yellow/brown in color. The reported condition was verified. The cause of the condition was related to the tubing extrusion process during the manufacturing process. A fully encapsulated, tiny, round, black pm was observed to be embedded in the green pull ring cap of the other sample. The reported condition of pm under patient cap was verified. The cause of the condition was determined to be due to the molding process during manufacturing. As the pm was embedded and fully encapsulated in both of the samples evaluated, the pm was determined to be outside of the fluid pathway on both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.